Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During insertion, the screen became black, and nothing was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.